Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen of insulin pump blanked out. The customer's blood glucose level was unknown. The customer reported that the battery part was hard to open and the insulin pump would not take batteries. The insulin bolus got set off and administered too much and another time too little. The device will not be returned for analysis.